Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms which were reproduced. The false messages were found to be caused by low ultrasonic readings with a fluid filled set. The failed upstream sensor was replaced.